Event description:
It was reported that there was a revision operation for 2x broken screws. The 3 month postoperative CT showed both s1 screws fractured. Surgeon chose not to re operate until now. All hardware removed with the exception of the 2 screw fragments within the pedicels/vertebral bodies.

Manufacturer narrative:
Method: device history review; results: no device is available for evaluation, testing and inspection cannot be performed to aid in root cause analysis. Review of the x-ray confirms that the screws were implanted in the sacral region and that the construct spanned from l4 to s1. This area presents a high lordotic curve, which can cause increased loads on the devices in this region. Furthermore, it was confirmed that the device was implanted in 2011 and fractured 3 months post-operatively. It is possible that the physiological loads lead to a fatigue breakage of the screw. Lastly, no manufacturing issues were identified during manufacturing record review. Conclusion: however, without the device the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that there was a revision operation for 2x broken screws. The 3 month postoperative CT showed both s1 screws fractured. Surgeon chose not to re operate until now. All hardware removed with the exception of the 2 screw fragments within the pedicels/vertebral bodies.